Event description:
It was reported by the customer that a pyxis medstation es system had a login issue. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the network issue, which was a virtual private network tunnel. A technical support specialist changed the logging settings for the first time with the network team to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.